Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A technical support call took place between the customer and a fresenius field service technician (fst) during the evaluation of the machine and the reported burn damage was able to be confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that brushes on the deaeration motor of a fresenius 2008t hemodialysis (hd) machine were burned. The burned brushes were noticed during machine repair after the machine alarmed with a flow inlet error. The biomed stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning on the deaeration motor. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned brushes. The biomed stated at the time of followup that the machine will remain out of service until the arrival of a replacement deaeration motor. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that brushes on the deaeration motor of a fresenius 2008t hemodialysis (hd) machine were burned. The burned brushes were noticed during machine repair after the machine alarmed with a flow inlet error. The biomed stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning on the deaeration motor. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned brushes. The biomed stated at the time of followup that the machine will remain out of service until the arrival of a replacement deaeration motor. The complaint device is available to be returned to the manufacturer for physical evaluation.